Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has malfunctioned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation,investigation finding, investigation conclusions), h11. A getinge field service engineer was dispatched to evaluate the unit. Unit requires fsn coiled cable to fully test. Compressor was previously fitted however the unit requires other parts due to display issues. Parts required field task for quote raised. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Not reportable - duplicate complaint of (B)(4). This event was already reported under record ID (B)(4). The complaint record is downgraded as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.